Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did confirmed the reported failure. Per failure analysis (fa): the instrument was found to have a broken conductor wire at the distal end. The instrument failed the electrical continuity test. No conductor wire insulation damage was observed. No signs of thermal damage were observed, which fa attributed to a component failure. Additionally, the instrument was found to have mechanical indentations/burrs at the grip tips, which fa attributed the issue is due to collisions with other instruments or sharp objects. Also, the instrument was found to have a molded insulator broken, which measured approximately .028" x .068". The broken piece was not returned. The complaint regarding the instrument did not work was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument malfunctioned. The procedure was completed robotically. Patient information is not allowed to share.